Event description:
Customer reported she was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that while asleep in bed, she "started to have seizures due to (her) severe hypoglycemic unawareness" and stated her husband injected her with "an entire dosage of glucagon". Customer did not seek additional third-party medical intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the actual date of the reported medical event is unknown. All pertinent information available to abbott diabetes care has been submitted.